Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been hospitalized for a stroke. The physician noted several auto mode switch noise episodes. The patient would be monitored.